Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient had a blood glucose (bg) over 502 mg/dl (did not test for ketones) with increased thirst and symptoms of dehydration. Patient discontinued pump therapy and went on injections per physician's recommendation. Patient required no unusual treatment. During troubleshooting, customer support found that there was a crack in the battery compartment. This complaint is being reported as the cracked casing was not resolved and the patient experienced hyperglycemia.

Manufacturer narrative:
Follow-up #1: date of submission 5/11/2016 device evaluation: the device has been returned and evaluated by product analysis on 04/29/2016 with the following findings: the battery compartment is cracked above & below the bumper pad. The bb shows the last basal deliver on (B)(6) 2016 at 22:12 followed by por event; deliveries never resumed. On (B)(6) 2016 at18:08 a por occurred; deliveries resumed at 19:47. On (B)(6) 2016 at 19:58 a por occurred; deliveries resumed at 20:02. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy testing with no delivery defects found. Pump found to be delivering within required range and delivering accurately.